Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the caller was able to continue using it after resetting. The caller was advised to contact support again if the malfunction code recurs, which the caller understood and acknowledged.